Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants, bilateral total capsulectomies, revision reconstruction with smooth saline implants. Pt has noted breast implants to be hard, painful and shape has been distorted. Pt unable to lie flat and unable to lift items. At time of surgery it was noted that the right side polyurethane-coated implant was totally ruptured with free silicone being present. Left side breast implant was intact although it was not noted to have a lot of free silicone bleeding.